Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as medwatch #mw5069717 it was reported that balloon rupture occurred. While deploying a 2.75 x 12 synergy ii drug-eluting stent, the pressure atmospheres were unable to be obtained. The stent was deployed, however, the balloon ruptured. It was reported that intervention was required.